Event description:
The customer reported that they have been using the alarm with the original batteries for only a month. The alarm now has battery leakage and corrosion. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - corrosion. Eval results: eval of the returned product found corrosion on the battery springs. The alarm powers up but does not retain its previous settings when powered off and powered on. Note: posey's IFU warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all the cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Do not use the alarm if any evidence of battery acid is noted in the battery compartment. (B)(4).